Event description:
It was reported that this event occurred in the radiology department. During insertion, the swg became stuck in the needle. As a result, the needle and swg were removed, together and completely intact. A new kit was opened and used to successfully puncture the pt's left basilic vein to continue the procedure. There was a delay reported, however, there was no harm, complication, death, or injury to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).